Event description:
Underdelivery reported: the pump was removed from clinical svc with a note attached stating "does not deliver secondary properly". There was no tracking info (nurse, pt, location) included on the note. There was no incident report generated with the serial number attached. There was no adverse pt event reported. Though requested, there was no additional info available.